Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation, and the patient experienced cardiac tamponade that required pericardiocentesis. Cardiac tamponade occurred during ablation of the right pulmonary vein (rpv) roof. Drainage was performed and the symptoms resolved. The patient fully recovered. The physician's opinion on the relationship between the event and the product was the contact force (cf) was high and the impedance was high when the roof was ablated, so it may have been pushed on too much. Procedural activated clotting time (act) was 300-400. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. A device history record evaluation was performed for the 31478694l finished device, and no internal actions related to the reported complaint condition were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
Additional clarifying information was received on 17-mar-2025 and it was indicated that the ablation catheter used was a thermocool smarttouch sf. Therefore, the following fields were updated: d 1. Brand name, d 2a. Common device name, d 2b. Procode, d 4. Lot, d4. Catalog, d 4. Primary UDI number, d 4. Expiration date, and h 4. Device manufacture date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation, and the patient experienced cardiac tamponade that required pericardiocentesis. First, it was reported that an error116 and error 7 occurred. Pre-mapping was completed with a pentaray catheter; however, error 116 occurred during pulmonary vein isolation (pvi), and it was not possible to obtain points. Signal noise occurred on the potential. Error 7 occurred while continuing the procedure, as it was. The procedure was completed as is. When the cable was replaced, error 116 and error 7 were resolved after. Therefore, it was recognized as an error caused by the cable. The catheter was not replaced. It was also reported that cardiac tamponade occurred during ablation of the right pulmonary vein (rpv) roof. Drainage was performed and the symptoms resolved. The patient fully recovered. The physician's opinion on the relationship between the event and the product was the contact force (cf) was high and the impedance was high when the roof was ablated, so it may have been pushed on too much. Procedural activated clotting time (act) was 300-400. The sensor error and signal noise were assessed as non-MDR reportable.